Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of urgent care visit was 450 mg/dl. The customer was admitted to the hospital. The customer cause of urgent care visit was high blood glucose. Customer was wearing the insulin pump at time of urgent care visit. The customer was hospitalized for 2 days. The customer was advised that we are sending replacement insulin pump.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. All bolus and alarms received during testing were properly recorded at the bolus, alarm and daily totals history screens. The insulin pump was download to carelink pro. All history generated during testing were properly recorded at the history report file. A47 alarms found at the alarm history file due to a corrupted history file. The insulin pump had cracked case at the display window corners and minor scratched lcd window.